Manufacturer narrative:
UDI: (B)(4). The bactiseal catheter was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported there was no cerebro spinal fluid (csf) flowing after the bactiseal catheter was inserted. The procedure was completed with another new catheter. There was no known delay nor patient injury.